Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that cables did not work properly during a patient use. The report did not indicate which cables. It was reported that the customer's initial reported failure of "device failure during patient care cables" was observed while the device was in use. However, no adverse patient impact was reported.